Manufacturer narrative:
The field service engineer (fse) observed issues within the wash carousel of the instrument. The fse noted previous system check failures and observed aspirate probe #2 was not aspirating during system operation. The fse replaced the aspirate probe tubing and verified the aspirate probe was fully functioning with an aspirate probe check. The fse verified instrument performance was acceptable after all repairs were complete. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. This medwatch report is related to MDR 2122870-2013-00298.

Event description:
The customer reported erroneous troponin I (access accutni) and creatine kinase-mb (ck-mb) results, for 19 patients, on two separate days, involving the unicel dxc 600i synchron access clinical system used in conjunction with the access accutni and access ck-mb assays. Subsequent analyses of the patient's samples, on an alternate access 2 immunoassay system, recovered lower results within a different clinical category. Some results reproduced within the same clinical category but outside the labeled precision limits of the assays. The erroneous results were released out of the laboratory. There was no report of patient injury requiring medical intervention or change to patient treatment associated with this event. The customer stated controls were outside of the acceptable range at the time of the event. Patient samples, in the primary tube, were loaded directly to the closed tube aliquotter (cta) and centrifuged in a stat spin iii centrifuge for five minutes. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. This is report two of two referencing the event date noted.